Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump was returned with missing segments on display, anomaly isolated to the lcd board.

Event description:
The customer reported being in the emergency room due to low blood glucose of 24mg/dl. The customer stated that the doctor requested someone to come to the hospital to check the insulin pump. It was stated that the customer had a few drinks and ate a buffet. The customer took to boluses of 11.5 and 3.5 units to cover his dinner. Then the customer went to bed and started having seizures and banged himself. His wife measured his blood glucose and it was 24mg/dl. While the ambulance arrives to take him to the hospital, his wife gave him some glucose tablets. The customer stated that the cause of his admission may have been alcohol related. Reviewed the programming and found that he had changed his basals from am to pm. Also it was noted that his time was ahead by one hour. Assisted the caller to run a displacement test and passed. No further information was provided.